Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure a fast fix 360, did not lower the second anchor even when the grey trigger was used properly. The "inner needle" got stuck after lowering the first anchor and did not return to lower the second anchor. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H2: additional information on: b5 & h6 (health effect - impact code). H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image and video evaluations were performed found two videos that showed the device inside the patient and in the other showed two devices outside the patient and over a blue surgical mat, the devices were activated but they did not deployed anchors. Images provided by the costumer showed just the tip of the device over a blue surgical mat, another the device setting, another image showed a device being held and what it seems to be an anchor inside the tip of the device and the last image showed a suture over a blue surgical mat with an anchor attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include issues related to handling or setup of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the fast fix 360, did not lower the second anchor even when the grey trigger was used properly. The "inner needle" got stuck after lowering the first anchor and did not return to lower the second anchor. The device was removed from the patient without the need of a surgical instrument. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.